Event description:
The clinic reported that the system would not boot up and they observed smoke coming from the computer. There was no patient involvement with this event.

Manufacturer narrative:
The amo field service engineer inspected the system at the customer's location. The field service engineer did not confirm the presence of smoke however noted that the computer's power supply had an unpleasant smell. The field service engineer replaced the video card and the power supply and confirmed the system's operation at the completion of service. All pertinent information available to amo has been submitted.   Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.